Manufacturer narrative:
Our investigation into the complaint has now concluded. Visual analysis and functional evaluation could not confirm the reported failure mode as no samples or photographs were provided. This subsequently prevented a more thorough investigation. As the exact part number is unknown, a device history record review was carried out for all pico 7 products under the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. On this occasion we are unfortunately unable to identify any issues that may have caused or contributed to the reported failure mode. Should more information become available we may reopen the investigation.

Event description:
It was reported that during treatment the soft port on a pico7 device had a leakage and it did not help to cover it over so the nurse had to change the dressing on the pico in order to fix the leak. After that, it works as normal. Delay under 30 minutes reported. Backup was available.